Event description:
Introducer will not enter the skin. Upon inspection there is a problem with it having a beveled edge instead of a flat edge. Manufacturer response for PICC introducer, (brand not provided) (per site reporter). Requested product returned.